Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The ca2 reagent lot number was 94581001 with an expiration date of 30-jun-2027.

Event description:
The initial reporter questioned the results for multiple assays on a cobas 6000 c501 module. Examples of discrepant results were provided for sodium (na) and calcium gen.2 (ca2). The initial na result was 180 mmol/l. The repeat result on a different cobas system was 139 mmol/l. The initial ca2 result was 5.71 mg/dl. The repeat result on a different cobas system was 9.89 mg/dl. It is not clear if these examples are from 1 patient sample or 2 patient samples.